Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: a detached needle, a dispensed suture , a labeled winding former and one empty opened foil were returned for analysis. During the visual inspection of the sample, marks on the body needle that appears to be by the use of a surgical instrument were noted and the swage area was broken; this caused needle pull off. The suture was examined along of the strand and the end was damaged (flat). According to the sample condition, the assignable cause of performance damage product is needle breakage; however, the assignable cause of the breakage needle cannot be concluded and an additional evaluation is necessary to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Event description:
It was initially reported that during an unknown procedure on (B)(6) 2018 a suture was dispensed. The needle pulled-off of suture during dispensing, prior to use. It was discovered during product analysis that the needle was broken.